Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in neurosurgery that the patient underwent angioplasty and stent placement. Ten minutes after stent placement, angiography revealed a flow limiting instent thrombosis (thrombus grade 2). The patient was given abciximab intravenously with gradual improvement of the thrombus over thirty minutes. The patient was given a thrombosis in myocardial infarcton score of 3 (complete reperfusion) after the intervention. Pre procedure the patient had been taking 325 mg of apirin daily for five days prior to the procedure. The day before the procedure the patient was given 300mg of clopidogrel and 75mg on the day of the procedure. There were no complications or morbidity due to the stent thrombosis and the patient was discharged home.

Event description:
It was reported in neurosurgery that the patient underwent angioplasty and stent placement. Ten minutes after stent placement, angiography revealed a flow limiting instent thrombosis (thrombus grade 2). The patient was given abciximab intravenously with gradual improvement of the thrombus over thirty minutes. The patient was given a thrombosis in myocardial infarction score of 3 (complete reperfusion) after the intervention. Pre procedure the patient had been taking 325 mg of aspirin daily for five days prior to the procedure. The day before the procedure the patient was given 300mg of clopidogrel and 75mg on the day of the procedure. There were no complications or morbidity due to the stent thrombosis and the patient was discharged home.

Manufacturer narrative:
(B)(4).